Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern) and a non-penumbra catheter. It was noted that the patient's anatomy was tortuous. During the procedure, the lantern was unable to track through the patient's anatomy. Therefore, the lantern was removed. The procedure was completed using a non-penumbra microcatheter, two ruby coils, and the same catheter. There was no report of an adverse effect to the patient.